Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for in-clinic follow-up with the right ventricular lead that exhibited failure to capture. Fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was fully extended. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within the product specification. The reported event of failure to capture was not confirmed.